Event description:
It was reported that the ilet touchscreen was found cracked and the device felt warm after being placed on the charger, resulting in an unusable screen and loss of device function; the charger used was on-label, and the device had not been synced before shutdown, consistent with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem associated with the touchscreen that manifested as a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.